Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported the patient experienced a blood glucose (bg) level greater than 250mg/dl and less than 500mg/dl with no symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged inaccurate delivery issue.

Manufacturer narrative:
(B)(4), device evaluation: the pump has been returned and evaluated by product analysis on 06/23/2014 with the following results: a review of the black box showed that the last basal delivery and last bolus were delivered on (B)(4) 2014. The alarm history showed typical usage. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. The complaint was not duplicated during testing. Unrelated to the complaint, the display screen was dim and discolored. The battery compartment was found to be cracked.